Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the initial CABG procedure on 9 september? What post op date did the sternum open? Can you describe the appearance of the stainless steel suture during second procedure? Can you obtain the lot number of the m650g suture? What are the patient age, weight and gender? Did the steel suture break post op? Do you have samples to return for evaluation? What is the current status of the patient?

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2017 and suture was used to close the sternum. Following the procedure, the patient experienced sternum opening and the physician took care of the site and retightened the suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000042165 additional information: device evaluation: representative samples were returned for evaluation. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. They were visually and functionally examined for tensile strength and they met the requirements. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the initial CABG procedure on (B)(6)? What post op date did the sternum open? Can you describe the appearance of the stainless steel suture during second procedure? What are the patient age, weight and gender? Did the steel suture break post op? Please clarify: ¿one patient had a sternum opening after CABG surgery and (B)(6) took care of the site. He felt the wire was too weak.¿ please provide the quantity of sutures that opened on this patient after the CABG surgery. What is the current status of the patient? Additional information was requested and the following was obtained: there have been 3 attempts to obtain additional information; however, there has been no information provided.